Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Technical Support reviewed Bluetooth troubleshooting steps, addressed monitoring error, and guided patient through complete pump reset, after which error did not reappear, and patient was advised to monitor connectivity and monitoring function following reset.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.